Event description:
It was reported that during a thyroidectomy procedure, the device clips did not form properly. A new device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.